Event description:
Patient was in the operating room for a planned cardioversion. The defibrillator pads were placed and approved by the physician. Physician attempted to cardiovert the patient at 150 joules. A popping sound was heard accompanied by the smell of hair burning. After removing the pad on the front of patient's chest a horseshoe shaped reddened area was noted where the pad had been placed.